Event description:
Hill-rom received a report from the account stating that they have an extension cable that is burned. It is not known were the lift was located at the time of the malfunction. There was no patient/user injury reported. This report will be filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The customer reported that the charging cable was burned. According to service manual it shall be verified that all cables are properly inserted. Make sure the charge cable hook is mounted at the mast. It is unknown if the facility performs preventive maintenance on their lifts. The technician replaced the cable to resolve the issue. Based on this information, no further action is required.